Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 185 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.